Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified blood glucose readings obtained on a competitor brand meter and experienced feeling tired. Customer did not notice a trend arrow on the device. The length of sensor wear was 7 days. The customer went to the hospital because they were already sick and was administered with an IV 500 glucose injection by a healthcare professional. There was no report of death or permanent impairment associated with this event.